Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Suction failure resulting in the loss of negative pressure wound therapy will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that the patient started npwt with a renasys go after a breast surgery. A few days later, when the nurse did the canister and dressing changes, she did not use saline and the patient stated it hurt very much when the black foam was being removed because vaseline was not applied. Removal of the foam led to increased bleeding and increased pain during the dressing change, but then it went back to normal post-surgery pain. The patient stated that although the device displayed "continuous", she did not feel any suctioning, after going through the troubleshooting steps, suctioning motion increased a little bit but she was instructed to call her hcp. It is unknown how the treatment was completed nor if there was a delay. No further information available.